Event description:
It was reported that the implantable pulse generator (ipg) of the patient was taking longer to charge and was becoming more of a burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware.